Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency , discomfort, urinary tract infection, dysuria, and incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal extraperitoneal colpopexy; due to reason for implantation. It was reported that the patient underwent mesh revision and mesh release on (B)(6) 2006; due to chronic pain and mesh traction band.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-088011. The same patient is represented in each medwatch.